Event description:
Customer states: a nurse confirmed air leak upon applying air with syringe after intubation. Customer confirmed that extubation and recannulation of a replacement tube was required.

Manufacturer narrative:
Pending receipt of complaint sample for analysis.